Event description:
Mother called to say that her son was having elevated blood glucose (bg) readings despite bolus insulin doses. His bg levels fluctuated between 148 - 304 mg/dl while wearing the pod. The customer was also ingesting large amounts of carbohydrates during the 7 hours he had the pod on. Reviewed pinch-up method with mother. Customer's mother thought the cannula looked kinked and the site was a little red. Customer activated new pod while on the phone. No further issues were identified.

Manufacturer narrative:
The product has not been returned ot the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggest that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.